Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. This 1.25mm rotalink burr was selected; however, a shaft of the rotalink burr was broken during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. This 1.25mm rotalink burr was selected; however, a shaft of the rotalink burr was broken during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the guide wire was inserted in the rotablator plus unit. The distal coil detached from the burr itself. The guide wire remained inserted in both the coil and the burr. The guide wire was removed without any difficulty and several kinks were noted in the mid-section of the guide wire and also in the distal guide wire. It was noted that the distal coil was stretched. The rotablator plus unit could not be wet tested due to the broken/bent handshake connection and the broken coil. The burr was microscopically examined and was within specification. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. The diamond plated area of the burr was scratched along the side of a single edge blade. When the side of the blade was visually examined, a scratch mark from where the burr came into contact with the side of the blade was noted. This confirmed that the burrs cutting action was acceptable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).